Event description:
It was reported that during a generator replacement, in pre-op, the patient's generator showed high impedance, output current not delivered. Pin insertion was tested at the start of the surgery and did not resolve the high impedance. A generator diagnostic was run on the patient's generator with the test resistor. The impedance was within normal limits. It was then seen that the generator battery dropped significantly and it was determined that electrocautery coming in contact with the device was the highly possible cause since the initial plan had been to replace the generator. The surgeon decided to implant a new generator and evaluate the patient with the same lead. Diagnostics indicated a similar high impedance on the new generator. The lead was not revised. The patient's generator was explanted. No lead revision surgical intervention has been reported to date. No additional information has been received to date.